Event description:
It was reported to philips that the device experienced an issue with the ECG function. There was no patient involvement.

Manufacturer narrative:
The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed, and the cause was traced to the ECG. They reported that the equipment is working normally after testing. The field service engineer reported that after testing the device, everything was working normally. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device was experiencing an ECG fault. There was no patient involvement.